Event description:
It was reported the tip of the right atrial (ra) lead was misaligned after several repositions. The ra lead was attempted but not used and was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.